Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. It was reported that the patient used an alternative site prep. Labeling indicates: make sure area is clean and free of lotions, perfumes, and medications. Clean insertion site with alcohol. Let dry. Optional step: skin adhesive: create an empty oval on the skin with the skin adhesive, such as mastisol or skintac. Let skin adhesive dry. Insert sensor on clean skin in center of oval. No additional event or patient information is available.